Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced some pain when sleeping on the left side of the body. It was noted that the patient felt more comfortable when sleeping on the right side. It was further confirmed that the patient follow up with physician. The device site was inspected. One of the sutures had not dissolved and could not be entirely removed. This was trimmed back and steri strips put at site after suture trimmed. The pain resolved in a few days.